Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from the upper valve or from the closure cap (blood and infusion fluid).

Event description:
It was reported that bd connecta¿ stopcock leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from the upper valve or from the closure cap (blood and infusion fluid).

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8254691. Our records show have detected a trend for leakage occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be received for the purpose of our investigation, according to previous investigations the root cause for the most likely root cause for this event is a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#629955, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.